Event description:
New information received indicates that another instance of post-paced t-wave oversensing was observed. Programming changes were recommended.

Event description:
New information received indicates that the recommended programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on freeze capture during an in-clinic check. The patient was asymptomatic. No programming changes were made. The device remains implanted.